Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer was using their device on a patient for pacing when the device displayed a message to connect a cable between the patient and the device. When the cable was connected to the customer¿s device, the device powered itself off. The customer did not provide physio with information regarding which cable was connected to the device. In addition the customer was unable confirm if at the time of the event whether the customer¿s device was on battery power only or if it was also connected to ac power. The customer did state that they are using third party batteries in their device. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control has attempted to contact the customer several times to determine the status of their device however, no response appears to be forthcoming.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.